Event description:
It was reported that this right ventricular (rv) lead dislodged, resulting in loss of capture and inhibited pacing delivery. Surgical intervention was performed to reposition this lead; however, when the lead was repositioned, helix extension difficulty occurred. Subsequently, the lead was explanted and replaced with a new one. No additional adverse patient effects were reported. This lead is expected for return.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead dislodged, resulting in loss of capture and inhibited pacing delivery. Surgical intervention was performed to reposition this lead; however, when the lead was repositioned, helix extension difficulty occurred. Subsequently, the lead was explanted and replaced with a new one. No additional adverse patient effects were reported. This lead was received for analysis.